Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the serial numbers of the battery. Additional products: d1: heartware ventricular assist system ¿ battery, d4: model #: 1650, catalog #: 1650, expiration date: 28-feb-2021, serial #: (B)(6), UDI #: (B)(4), h4: mfg date: 06-feb-2020, d1: heartware ventricular assist system ¿ battery, d4: model #: 1650, catalog #: 1650, expiration date: (B)(6) 2019, serial #: (B)(6), UDI #: (B)(4), h4: mfg date: 30-jan-2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump and two (2) batteries ((B)(6)) were not returned for evaluation. The controller was returned for evaluation. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the returned controller revealed contamination within both power ports. This is an additional finding not related to the reported event and can be attributed to the handling of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed (B)(4)critical battery alarms and (B)(4) controller fault alarms on (B)(6) 2020 starting at 03:00:50. The critical battery alarms were the result of the batteries depleting below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 9% rsoc and (B)(6) was connected to power port two (2) with 25% rsoc. Both batteries were then allowed to continue depleting, thus triggering controller fault alarms, which will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power up event on (B)(6) 2020 at 08:08:57. The data point recorded before the power up event revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2); both batteries were allowed to deplete completely, resulting in a loss of power to the controller. The controller was without power for 2 hours, 28 minutes and 16 seconds. An additional power up event was then logged at 08:58:08. The controller was without power for 46 minutes and 20 seconds. Additionally, two (2) low flow alarms were logged on (B)(6) 2020 since 08:09:34. Information received from the site indicated that the patient was found deceased at home with everything connected to the controller and batteries depleted. The cause of death is unknown. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, an inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the critical battery, controller fault alarms, and loss of power can be attributed to the batteries depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing the additional controller power up event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of clinical adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and an tiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller 2.0, d4: serial #: (B)(6), h3: yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c15, c19, h6: FDA conclusion code(s): d11, d12, d15. D1: battery, d4: serial #: (B)(6), h3: yes, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d12, d14. D1: battery, d4: serial #: (B)(6), h3: yes, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d12, d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Serial # corrected to (B)(6). Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018 / serial or lot#:(B)(6), UDI #: (B)(4), d9: no h4: mfg date: 30-jun-2017 h5: no h6: patient ime code(s): e2401 h6: imf code(s): f02 h6: device code(s): a24 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. Additional information has been received due to return of the controller. Manufactured date of controller corrected from "30-jun-2017" to "27-jun-2017." Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / serial#: (B)(6), d9:yes, return date: 15-dec-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 27-jun-2017 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products:: heartware ventricular assist system battery, model #: unk / catalog #: unk / expiration date: unk / serial#: unk, UDI #: asku, no. Mfg date: unk, labeled for single use? No. (B)(4). Heartware ventricular assist system - battery. Model #: unk / catalog #: unk / expiration date: unk / serial#: unk UDI #: asku. No. Mfg date: unk. Labeled for single use? No (B)(4). Additional information has been requested regarding the cause of death of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found deceased at home with everything connected to the controller and batteries depleted. The cause of death is unknown.